Manufacturer narrative:
Investigation summary: a complaint of foreign matter found on the spike of a set was received from the customer. Two samples were received for investigation. Through visual inspection the customer complaint was confirmed. Both samples had foreign matter on the spike. A device history record review for model 2426-0007 lot number 21049011 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this defect is identified to be an issue directly related to the supplier molding process in which the drip chamber component came into contact with grease used in the molding machinery.

Event description:
It was reported that 2 as lvp 20d 3ss cv had foreign matter during use. The following was reported by the initial reporter. "Per sutter customer went to spike an IV solution and nurse noticed brownish discoloration on the tip of the spike - she opened an additional and found the same thing."